Event description:
Report of explant of device system due to "infection" rec'd per annual device tracking report. F/u with hcp revealed the onset of the infection occurred in 2000- no explant date given. The pt exhibited redness and swelling of the device pocket. The culture showed "rare cocci." The pt was treated with oral antibiotics and total system explant. The infection was resolved and the pt has been successfully reimplanted with a new system.